Manufacturer narrative:
Event date is approximate.

Event description:
Information was received regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that a caller stated that their ¿unit stopped working¿ and they saw call your doctor screen on both the patient programmer (pp) and the ins recharger (insr). The caller confirmed an informational power-on-reset (por) message. Patient services reviewed how to clear the informational por. There were no symptoms reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.